Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the ER after receiving hv therapy. Interrogation found an alert for possible high voltage circuit damage was received. Low impedance was observed and capacitor maintenance could not be completed. Hv therapy unavailable. Lead fracture suspected. Device was explanted and replaced.

Manufacturer narrative:
The anomaly reported in the field was confirmed. Device sensing was normal. The device was tested in our automated testing equipment. The hv output circuitry was found damaged due to a lead anomaly.